Event description:
The patient was implanted with a bi-ventricular assist device (bi-vad). It was reported by the vad coordinator that the patient suffered hemorrhagic stroke and now has "locked in" syndrome. The patient is being monitored for potential recovery.

Manufacturer narrative:
The patient continues on bi-vad support with no further issue reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.